Event description:
It was reported that the atrial lead exhibited noise due to a fracture. An x-ray revealed a 90 degree bend in the rib/clavicle area. The lead would be replaced.

Manufacturer narrative:
Na